Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurate high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that she manages her diabetes with oral medication (unknown type and dose), diet and exercise. The patient stated that on (B)(6) 2011 at 10:00am, she obtained the alleged high reading of "156mg/dl" and immediately after, claimed to have developed symptoms of "confusion". A few minutes later, ems was called in, who tested the patient on their meter (unknown device) and obtained a reading of "44mg/dl". Shortly after, the patient was treated with food/drink. It is not known if the patient made any changes to her normal diabetes management routine in response to the reported issue. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. Replacement products have been sent to the patient. Although the patient did not develop symptoms suggestive of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.